Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin shooting out when primes and pump had a crack. The customer¿s blood glucose level was 230 mg/dl. Customer stated that the insulin was shooting out until the reservoir was empty when doing the fill tubing with no alarm. The device will not be returned for the analysis.